Event description:
The customer stated that she was treated by the paramedics due to low blood glucose levels. The customer stated that she lost consciousness while the paramedics were at her home. After being put on an IV, the customer's blood glucose reading was 260 mg/dl. The customer stated that she changed the infusion set prior to the event, but states she was not connected to the infusion set during the manual prime. Troubleshooting was performed, and the insulin pump passed the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.